Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level was 43 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified. The pump data was evaluation and in regards to the reported low blood glucose allegation there is no evidence that the pump experienced a malfunction or failure.